Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 22 august 2019 for MDR reportability. On (B)(6) 2017, the patient underwent right knee arthroplasty due to degenerative joint disease. The surgeon reported no intraoperative complications and patient was transferred to recovery in good condition. Depuy components, and two depuy cements were utilized in the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to tibial loosening and pain. The surgeon indicated there was no cement at the cement/tibial tray interface, and the implant came off easily. There were no complaints against the femoral component, and the surgeon noted the patellar component was in ideal position and not revised. The surgeon reported no intraoperative complications. All competitor components and cement were utilized in the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018, (rt knee).